Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that both the right atrial and right ventricular leads were implanted after the use by date. The leads remain in use. No patient complications have been reported as a result of this event.